Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent high glucose despite an initial infusion set change, with cgm readings marked high and alerts for prolonged severe hyperglycemia; a subsequent full supply change (cartridge and infusion set) was performed with proper technique and site rotation counseling, after which glucose declined from high to 386 mg/dl and continued down to 204 mg/dl. Symptoms included nausea. Outcomes included no use of backup therapy, no ketone testing at the time of the event, and no professional medical intervention or assistance. Investigation included customer care troubleshooting, review of insertion technique, change of infusion set and cartridge, and education on alternative infusion sites. Investigation of this case revealed no visible infusion set damage, kinking, or leakage, and no device malfunction was identified; hyperglycemia was resolved following complete supply replacement, suggesting an unclear cause possibly related to infusion site or supply performance without confirmatory findings. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.